Event description:
Same case as MFR report#: 2134265-2009-01710. It was reported that during a vena cava filter placement procedure, deployment difficulties occurred. The pt was hospitalized 12 days earlier with a hemorrhagic cva, manifested by left-side hemiparesis and seizure disorder. During lunch on the day of this event, the pt became acutely short of breath and tachycardic with rates in the 140s and 150s, and some chest pain. The physician had no issues with preparation or advancement of the greenfield filter. Pre-venocavogram showed no sign of thrombus in the right iliac, proximal left iliac or inferior vena cava. However, when the filter deployed at the level of the renal vein and iliac bifurcation, it did not completely expand. The greenfield filter had only expanded on the ap position approximately 60-70% of the width of the vena cava, leaving approximately 4mm uncovered. The physician then deployed a second filter inferior to the initial one at the bifurcation. One of the limbs did crossover to protect the left iliac vein, but the physician was dissatisfied with the expansion of the second filter. The pt was fine to the best of his knowledge and was sent home. The physician stated that it was a small vena cava, and he had no thoughts as to why the expansion was incomplete.

Manufacturer narrative:
The complainant indicated that the delivery device will not be returned for eval and the filter remains deployed; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.